Event description:
During the eval of a returned spectrum infusion pump, 1 occurrence of "door jammed" alarm was identified in the event history log. Any pt involvement, injury or medical intervention is unk since these items were found during eval of the device.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "door jammed" alarm was confirmed through an event history log review. The cause was undetermined. If any additional info is received a follow up will be sent. The door latch hook was replaced.